Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose ranged from 44-300 mg/dl. Customer required assistance consuming carbohydrates and glucose tablets to treat bg level. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.